Event description:
It was reported that the needle separated from the prolene strand after two passes through the tissue during an abdominal closure. A replacement suture was used with no further incident. This event did not result in an adverse consequence to the pt.